Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup mode following a pulsed field ablation procedure. Programming changes were made to resolve the event. The patient's condition was unknown.

Manufacturer narrative:
Details are listed in the article, titled ¿cardiac implantable electronic device malfunction after pulsed field ablation. Insights from the maude database, ep europace, volume 28, issue 5, may 2026, euag092, https://doi.org/10.1093/europace/euag092"details such as patient and device information were not provided as this research article was performed retrospectively.